Manufacturer narrative:
. Additional h6 type of investigation code: labelling review. The complaint for 'inadequate aspiration, air remaining in device during insertion' was confirmed with empirical evidence via visualization of air bubbles by edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. Product evaluation revealed no defects. The returned guide sheath and steerable catheter were able to be flushed without leaking and were visually inspected with no noticeable damage or defects. The implant catheter was damaged from shipping could not be fully evaluated. The decontaminated guide sheath passed leak testing. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Since no edwards defect was identified, corrective or preventative actions are not required. Potential root causes for the presence of air may include: - residual air flushed out of the system due to aspirating while the gs tip is occluded against anatomy - omission of a flushing/de-airing step - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from france- edwards received notification of a pascal precision in mitral position where during procedure, many bubbles were observed in the left atrium when flushing after aspiration. In this case, new device prep was performed with the physician. A syringe was left on the introducer until guidewire was inserted. When retracting the guidewire and the introducer, the physicians did a water bridge, introduced the loader, then the implant through the hemostatic valve, and retracted the loader. The handle of the gs (guide sheath) was not elevated while inserting it into the patient. The physicians tried to aspirate but could not because the syringe did not move. The clinical specialist suggested to exchange the gs. Through echo, the gs was observed in the septum. The physician pushed the gs into the left atrium (la) again and tried to aspirate, which was a success. However, many bubbles were observed in the atrium when flushing the ic (implant catheter) after aspiration. A few minutes later, the patient experienced hypotension, bradycardia, and transitory st elevation. Intravenous medication (inotropes) was administered to the patient, who was under general anesthesia. Both the gs and the ic were exchanged. The procedure was completed with a good result. The patient experienced no other complications and was transferred to the intensive care unit for one night. As per the last information received, the patient was discharged on post-operative day 1 without complications, and the echo result was unchanged (mr was trace, grade 0).